Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The cause of the reported event was isolated to the helix being clogged with blood/tissue. No other anomalies were found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure it was noted that the helix of the right ventricular (rv) lead inappropriately extended from the lead. The rv lead was not implanted on (B)(6) 2025. There were no patient consequences.